Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not working. All components were removed and replaced. No patient complications were reported in relation to this event.